Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply was recommended to be replaced to resolve the issue, however, the customer declined ge service. No repair information available. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of powerâ and subsequent loss of mechanical ventilation. There was no patient involvement.